Event description:
It was initially reported that a vns pt had a generator replacement due to increase seizures. Clinic notes were obtained by MFR which indicated that pt was recently admitted to hosp due to seizure status and seizure increase. The neurologist started the pt on vimpet medication which helped with seizure reduction slightly. The physician also indicated that pt's generator does not respond to magnet activation and suspected the battery is depleted. The pt is at risk of death due to poor seizure control per the physician. A revision surgery is likely.